Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that after the operation, the ureteral stent was found to have slipped off. Because the patient had an ostomy tube, and it was discovered in time, and it caused no serious injury, and a new ureteral stent tube was placed and treated. It was further stated that because the catheter had a blind end on one side, the blind end had to be cut off during the operation, which caused the catheter to become short, insufficiently curved, and had poor internal fixation stability, which caused the stent tube to move down or fall off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the operation, the ureteral stent was found to have slipped off. Because the patient had an ostomy tube, and it was discovered in time, and it caused no serious injury, and a new ureteral stent tube was placed and treated. It was further stated that because the catheter had a blind end on one side, the blind end had to be cut off during the operation, which caused the catheter to become short, insufficiently curved, and had poor internal fixation stability, which caused the stent tube to move down or fall off.